Event description:
Well from the moment they put essure in on (B)(6) 2012 I have had back and pelvic pain joint pain hair loss and bloating.... Around (B)(6) 2013 I developed a rash all over my lower half of my body and vaginal area due to rash and pain, loss of sexual activity with husband. (B)(4).

Event description:
Additional info received from the reporter on (B)(6) 2014: had my hysterectomy and (B)(6), 2014 and as of right now three weeks after surgery having no pain no discomfort no bloating no headaches and my hair has stopped falling out so bad for the first time in two years or more I felt no pain or discomfort.